Event description:
During acl (anterior cruciate ligament) reconstruction, with bone-patellar tendon-bone (btb) graft, and after the graft fixation, the broken tip of the drill was found in the femoral tunnel in the image of c-arm type x-ray device. The surgeon decided to leave the broken tip in the tunnel, because the graft fixation was completed. It will be removed if the broken piece moves into the joint. The patient does not complain about pain. The device will not be returned for evaluation.

Manufacturer narrative:
(B)(4).